Manufacturer narrative:
B2: a correction was made to this field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (20 mg at 7.49954 mg/day), fentanyl (2000 mcg at 749.95423 mcg/day), and dilaudid / hydromorphone (.7 mg at .26248 mg/day) via an implantable pump. It was reported that a possible pocket fill occurred. After the pump was filled in clinic on (B)(6) 2024, the patient became confused and disoriented with mumbled speech, had oxygen levels between 10s and 95 when they would sit and stand, vitals were stable when sitting, pupils were constricted, and their right arm became rigid. Emergency medical services (ems) was called and the patient was transported to hospital. The patient was given 2mg intranasal spray with minimal response followed by 2mg im which patient responded and became more awake and alert. The event was ongoing. The device diagnosis was other pocket fill. The clinical diagnosis was indicated as not applicable. Regarding etiology, the causal relationship of the event to the device or therapy was related and unrelated to the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.